Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer noticed a drift low for ion selective electrode (ise) sodium results twice over a 3 day period, beginning (B)(6) 2014. Doctors questioned the results. The customer was unable to provide information from the event on (B)(6) 2014, but provided data for 5 samples from (B)(6) 2014. Of the data provided for five samples that occurred on (B)(6) 2014, only the results for three samples were discrepant. Patient 1 initial result was 125 mmol/l and the repeat result on another cobas c501 analyzer was 131 mmol/l. Patient 2 initial result was 133 mmol/l and the repeat result on another cobas c501 analyzer was 139 mmol/l. Patient 3 initial result was 134 mmol/l and the repeat result on another cobas c501 analyzer was 142 mmol/l. It was unknown if the erroneous results for these specific samples were reported outside the laboratory. The customer stated results were sent outside the lab and 24 reports had to be corrected from (B)(6) 2014 and 20 reports from (B)(6) 2014. There was no adverse event. The sodium electrode lot number and expiration date were requested, but were not provided. The field service representative found there was an electronic failure of the sodium electrode. He replaced the ise electrodes, sipper nozzle, sipper tubing and pinch tubing. He performed successful ise checks and ran precision checks with results within specifications. The customer ran calibrations and controls which were within specifications.